Manufacturer narrative:
The reason this revision surgery was due to the tearing of the patient's rotator cup. The length of in vivo service was 5.6 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 13 prior complaints reported against this part; summary of investigations: 10 for instability, 2 for dislocation, 1 for wear. This is the first complaint against this lot number. This root cause of this event was reported as the trauma resulting from strenuous activity. The surgeon reported no issues associated with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient tearing their rotator cup while completing a strenuous activity. The surgeon needed to replace with a reverse shoulder prosthesis.